Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was performed and the test could not be completed due to the receiver not being able to boot up. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event that the receiver turned off on its own and back on. The root cause was determined to be a defective receiver battery.

Manufacturer narrative:
(B)(4). The device was not returned. The data was provided. The reported event of the receiver turning off on its own could not be confirmed through data log review. Additionally, the date of issue was not included in the data provided by the patient. A root cause for the reported event cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver turned off on its own, then came back on, prompting for the patient to enter time, date and to replace the sensor. No additional event or patient information is available.